Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a failed lead position check. It was also noted that the ra lead has a undefined sensing issue. The ra lead remains in use. No patient complications have been reported as a result of this event.